Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a heart attack, but the customer also had high blood glucose of 600 mg/dl. The caller stated that the customer had multiple sclerosis that may have led to the customer's passing. The customer¿s blood glucose was about 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the pump may have been suspended at the time of the customer's passing. The caller agreed to return the insulin pump for analysis.